Event description:
It was reported that the patient presented for a one-week post-procedure clinic follow-up and wound check with a pocket infection and wound dehiscence. It was noted that the patient experienced a pocket infection associated with redness, swelling, and purulent drainage/discharge from the incision site. The wound was observed to be non-healing. The infection was procedure related. The entire system, including the implantable cardioverter defibrillator, right ventricular lead, and right atrial lead, was explanted. The patient was in a stable condition.